Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (40 mg/dl). The cause for low bg levels was unknown. Customer consumed carbohydrates to address low bg levels. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed. User requested a bolus while still having insulin on board (iob). Cgm alert 3 (cgm glucose reading below user threshold) annunciated at 2:51pm on (B)(6) 2018. There were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.